Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer requested and delivered a bolus in addition to the automatic bolus delivered by the pump software resulting in a low blood glucose (bg) level. The customer's bg level was 40 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.